Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead found the inner coil over-torqued at the connector pin region. After cleaning, the helix could be extended and retracted and measured to be within specification. The reported events of failure to capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The damage was found to be consistent with procedural damage.

Event description:
New information received notes that the right ventricular lead exhibited failure to capture. The lead was explanted and replaced. The patient was in stable condition post-procedure.

Event description:
Related manufacturer reference number: 2017865-2021-36897. It was reported that the patient presented to the emergency room with diaphragmatic pacing exhibited by the right ventricular (rv) lead. Device interrogation revealed failure to capture and failure to sense on the rv lead. A chest x-ray was performed to confirm rv lead dislodgement and lack of slack of the right atrial lead due to twiddler's syndrome. Both leads were successfully repositioned on (B)(6) 2021. The patient was in stable condition..